Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was displaying an unknown error message- "test strip fill problem use new strip". The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on an unknown date and time prior to contacting lfs. The patient manages her diabetes with insulin (self-adjuster) and was unable /unwilling to say if she made any change to her usual diabetes management routine as a result of the alleged error message. The patient was unable/unwilling to say if she developed any symptoms. She reported taking some insulin at an unspecified date and time. No other device was used to obtain a blood glucose result. At the time of troubleshooting the cca noted that after walking the patient through a retest the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.